Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited oversensing episode caused by an automatic capacitor maintenance test. No intervention was performed. There were no patient consequences.